Manufacturer narrative:
Medical device catalog #: from: 199699 to: 385100.

Manufacturer narrative:
Three samples were received for evaluation by our quality engineer team. Upon examination, unit one had extensive damage and cracking observed throughout the body and the neck of the q-syte was separated, unit two displayed a crack in the neck of the q-syte, and unit three had cracks throughout the top body of the q-syte. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect of septum damage/defective. A definite source that caused that caused cracking to the q-syte polycarbonate could not be established as the units were returned used and there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum was visibly broken/cracked. Found before use. No serious injury or medical intervention noted.